Event description:
Attending anesthesiologist using adult bullard elite laryngoscope. It is an extension which is supplied to make the device more effective in visualizing the larynx for endotracheal intubation. Physician believes device was being used properly. The plastic tip some how must have become dislodged and wasn't noticed by the staff. Patient complained of sore throat after the procedure. Given throat spray, etc. Patient was later given medications and began to choke and coughed up 1 x 3 inch piece of plastic.